Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they were having issues their stimulator was not charging. Patient had neuropathy in their right leg and they couldn't walk. Patient mentioned they could walk a little bit then that was when they found out the battery wasn't working. Patient mentioned they needed a new stimulator and they could actually walk about 50 ft or they didn't think they could go 100 ft. Patient mentioned how far they could walk depended on a lot of things. Patient needed their electric chair. Patient was in the hospital this morning because the pain was so severe that they hadn't slept in 3 days. Patient's legs hurt all the time. Patient had throbbing and it took away the sharp pain but even when they would get a new one their leg could start throbbing. Patient took percocet or oxycodone and patient hadn't taken it in about 6 months so they relied on their stimulator. Patient could not fix the pain going through their brain or the optic nerve which was a big long nerve going from the brain through their eyes. Patient mentioned this was their 4th or 5th implant and kept repeating that this was not their 1st rodeo and they knew how to use the stimulator like the back of their hand. Patient mentioned the healthcare provider (hcp) put the stimulation where their leg and groin was and it was wonderful. Agent tried to ask information but patient would interrupt and would forget who they were speaking with. Patient's was redirected to their hcp. Patient mentioned a representative would always come by and check their implant. Patient requested to speak with a rep because their ins isn't working and they are in a lot of pain.